Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # (B)(4). Additional information was requested and the following was obtained: on which firing did this occur? On the first firing. How was the device removed from the patient tissue? It was reported the surgeon opened the device with force. Did any pieces fall into the patient? No. Will all pieces be returned with the device? Yes.

Event description:
It was reported that during a radical resection of esophageal carcinoma procedure, the firing knob of the device could not be returned after firing. As the surgeon added force with the device, the firing knob of the device broke down. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Manufacture date: 10/3/2015. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The device opened and closed as intended. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.